Event description:
During an upper gi endoscopy to close a fistula at the site of a previous peg tube, the overstitch devise was attached to the proximal and distal end of the endoscope, according to the medical record. After application of one stich the handle on the unit broke and stopped working. A new overstitch device was obtained and applied and the case continued without further incident.